Event description:
On (B)(6), an amazon customer commented that he/she dose not recommend this product. A customer said that this product came back negative at home, but tested positive at the clinic. Importer comments: due to the system functionality to not allow seller can leave the comments on the website or contact the reporter, it is not able for us to follow up to collect additional information and such as product information (lot #, expiration date, etc.) And any evidence of pcr result to prove false result or its accuracy etc. Following by reporter's consent.